Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgical technician reported that two ophthalmic forceps tips stuck together and would not reopen during vitrectomy surgery. An alternate forceps was obtained in order to complete the procedure. There was no impact to the patient. Additional information has been requested.